Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 5/1/26, it was reported via social media that ¿the dexcom almost killed me with false readings¿. No other patient or event details were provided, including any identifying patient information. Since there was no patient information provided, dexcom technical support was unable to reach out to the patient for further event details. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.